Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-12555. It was reported, the sjm rep interrogated the scs system found high impedances and the system then auto-reduced. Reprogramming was unsuccessful at regaining effective stimulation and caused unintended stimulation in the abdominal region. Pt will schedule appointment with the physician for further eval. Note: the pt received two leads from different lot numbers and both are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.